Manufacturer narrative:
The explanted products were discarded by the surgical center. No product will be returned for evaluation.

Event description:
The patient's system was explanted due to infection at the implant site.